Event description:
During a cataract extraction procedure, the surgery center reported the phacoemulsification unit shut down during phaco mode. In addition, the surgery center indicated there was a smell of smoke when the incident occurred. The procedure was completed by using a backup unit. No patient injury.

Manufacturer narrative:
Information in section f provided by the manufacturer. Pt age and gender: patient information was not provided as to no impact or no injury was reported. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the issue of the unit shutting down. The fss found a damaged capacitor (c83) on the subsystem controller board. The fss replaced the subsystem controller board. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.